Event description:
This case involved a trauma patient with partial paralysis who was contraindicated for anticoagulation due to surgery. The patient's inferior vena cava (ivc) diameter was estimated as 28mm. This measurement was confirmed via CT scan. The patient's ivc infrarenal length was estimated as 10cm. The patient's physician decided to place the volcano crux vcf (serial#: (B)(4)) in the lower portion of the patient's ivc. When the crux vcf was deployed, the implant location was in the right iliac vein. Due to this malposition, the crux vcf was retrieved. The physician did not report any issue during retrieval of the crux vcf.

Manufacturer narrative:
(B)(4). The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. The device investigation is still in progress. A supplemental report will be submitted with the root cause investigation results and the clinical assessment.